Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient demonstrated to have no pedal pulses and also showed cold distal limbs. After several days of support, the patient coded multiple times over night and the family decided to withdraw care.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient did not demonstrate positive pedal pulses and shows cold distal limbs, and both the legs were ischemic. The cause of the limb ischemia issue was patient condition related and unrelated to impella with both legs being ischemic per clinical review.